Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and lt logs show a gradual increase in purge pressure over a period of approximately 2 hours before high purge pressure alarms were triggered. A decrease in purge flow was also noted over that time. No change to motor current or pump flow. Clinical details noted that tpa protocol was initiated and resolved high purge pressure alarms. The root cause of the high purge pressure was most likely due to a gradual buildup of biomaterial in the purge gap. The instructions for use for impella rp with smartassist system states in section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that the purge pressure was rising, and the purge flow was dropping. The cassette was changed and there were no visible kinks. Tissue plasminogen activator protocol appeared to have cleared high purge pressure and low purge flow alarms. There was no patient harm.